Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., a.4., g.2., h.6.

Event description:
Healthcare professional additionally reported a left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphedema. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "I've had lymphedema in my armpit in the past. It happened 3 years after implant surgery." Device remains implanted.